Manufacturer narrative:
Of the 12 allegations of a malfunction, 3 pumps were returned to animas and investigated. Of the investigated pumps, 1 were found to be malfunctioning due to a damaged battery cap. During investigation for unrelated complaints, there were 34 additional failures found.this report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 12 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery cap issue. These reports were received from various sources. The patients associated with this allegation ranged from 8-72 years of age and between 25 and 118 pounds. Of the reported patients, 4 were male and 8 were female.